Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that patient's weight at the time of event was (B)(6) pounds. Patient was continuing to pursue the answers in regards to the steps taken to resolve the extreme pain. The issue was not resolved at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are:product ID :7435, serial# (B)(4), implanted: (B)(6)2004, product type: programmer, patient. Product ID: 3998, lot# j0417626v, implanted: (B)(6)2004, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins). It was reported that the patient hadn't had any use for the device for about 5 years, and where it was implanted in the body became uncomfortable when they sat or laid down in about a year maybe 6 months ago. The patient mentioned that they asked to have it removed. The patient stated that they had the ins removed on (B)(6) 2017 and the surgeon left the leads in, but moved them maybe 2-3 inches from the spine. The patient stated that they have been in extreme pain ever since the surgery where the wires are. The patient stated that they have been in contact with the surgeon and their physician's assistant, but hasn't gotten any help. The surgeon recommended that they could snip the wires that may give more relief. The patient mentioned that they are afraid to go back to the surgeon. No further complications were reported.